Event description:
Event description guidant received information that, upon interrogation during a routine follow up visit this implantable cardioverter defibrillator (ICD) was found to have reached eol and was exhibiting a fault code indicating it was too depleted to perform an auto cap reform. The device has been implanted for approximately 7 months. It will be replaced and returned to guidant for analysis.